Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced. No report of patient involvement.

Event description:
The hospital reported the unit indicated a 'no inspiratory flow sensor' error. There was no report of patient involvement.